Manufacturer narrative:
This medwatch report (patient identifier (B)(6)) is submitted for the reported patient death events. A separate medwatch with patient identifier #(B)(6) is submitted for the serious injury operative complications mentioned in the same article. Based on the information gathered, there is no indication or report that davinci product caused or contributed to the incidents. No products are expected to be returned for evaluation and the root cause of the customer reported postoperative incident cannot be determined. Review of the events was performed by an isi medical safety officer (mso) who concluded that the journal article describes the long-term outcomes of an ivor lewis robotic esophagectomy series in 40 patients with cancer. Two patients died in the study period. Although one patient had an anastomotic leak with mediastinitis and another had cardiac complications, the circumstances that may have led to these complications and details of the events at the time of their deaths as well as any potentially contributing factors are not known. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to these events. Age: median age 67 years. Gender: male - 33; female 7. Weight: median bmi 25 (sd). Article citation: huscher cgs, cobellis f, lassarin g. Intrathoracic robotic-sewn anastomosis during ivor lewis esophagectomy for cancer: back to basics? Journal of gastrointestinal surgery 02feb2023. Available from: https://doi.org/10.1007/s11605-023-05616-w.

Event description:
During review of a literature article involving da vinci assisted robotic procedures titled, ¿intrathoracic robotic-sewn anastomosis during ivor lewis esophagectomy for cancer: back to basics?¿ , the following events were reported. Forty (40) patients underwent complete robotic ivor lewis esophagectomy (crie) for adenocarcinoma of the lower third of the esophagus for cancer at the gastro-esophageal junction type I from january 2015 through december 2019. All 40 procedures were completed successfully without the need for conversion. The median operative time was 320min, median estimated blood loss was 325ml. Anastomotic leak rate was 10% (type I 15%, type ii 5%). All patients were discharged to home. In-hospital 30-day mortality was 5% (2 patients) while 60-day discharged patient mortality rate was 0%. It was stated that one in-hospital patient died from mediastinitis after anastomotic leakage, and one patient died in hospital due to cardiac complications. There was no report of da vinci systems, instruments or accessories malfunctions. The authors were contacted for additional information and the only additional information provided was the complications leading to death as noted above. The dates of both patients' death were unknown.